Event description:
N/a.

Manufacturer narrative:
Duragen was not returned for evaluation (per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
During a poster presentation at the (B)(6) neurosurgical society event held on (B)(6) 2020, it was reported that on an unknown date, duragen was placed for a craniotomy procedure and reoperation was done on an unspecified date due to infection. No patient information or further information was provided by the facility.